Event description:
It was reported that the trek balloon catheter was unable to inflate due to a balloon rupture after crossing the lesion site in the mid left anterior descending artery. Vessel and lesion site were characterized as being non-tortuous, non-calcified, concentric and de novo. A non-abbott balloon catheter was used to continue with the procedure and a xience v stent was implanted at the target lesion to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible in the loosely folded balloon and inflation lumen and contrast on the balloon, consistent with preparation and a rupture while in the patient anatomy. A new indeflator, filled with water was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out of a longitudinal rupture in the balloon above the distal balloon marker, for a length of 2 mm, confirming the reported rupture. There were no scratches found. Balloon ruptures can be affected by numerous factors including, but are not limited to: balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. The leak was located over the distal marker along a fold crease. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria.